Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, they noticed that scratch on lens. Clinical reason being mentioned as small oily material vs inflammatory on lens. The iol was explanted and exchanged with non company lens following the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).